Event description:
It was reported that (1) tsw35 was used during a video assisted thoracoscopy procedure. It was reported by the affiliate that the anvil dislodged on the fifth firing. Opened another device to complete the case. There was no pt consequence.